Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 allegedly due to pain, elevated levels of cobalt and chromium, tissue and bone destruction. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening, femoral head migration into the ileum, elevated metal ion levels, and a fracture line in the posterior wall. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surface". Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01269).

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01267 & 01269).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2011 allegedly due to pain, elevated levels of cobalt and chromium, tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.